Event description:
A biomedical technician reported fluid was found on the pump modules and also on the gray circles inside of a cycler. Technical services issued the facility a new cycler and told the biomed to discontinue the use of the cycler. In a follow up with the biomed technician, the technician explained that the fluid was discovered by the biomedical technician some time after the machine had been used for a peritoneal dialysis (pd) treatment. The technician thought the fluid was from a cassette, but was told by another employee the cassette had no fluid on it. The cassette has been discarded. It is unknown when the fluid became visible or from where it originated. The technician is unsure if the fluid was associated with a patient's treatment or not. The technician did check the facility patients who had treatments over the past few days and none of them had reported any harm or interventions. The cycler is available to be returned for an investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician reported fluid was found on the pump modules and also on the gray circles inside of a cycler. Technical services issued the facility a new cycler and told the biomed to discontinue the use of the cycler. In a follow up with the biomed technician, the technician explained that the fluid was discovered by the biomedical technician some time after the machine had been used for a peritoneal dialysis (pd) treatment. The technician thought the fluid was from a cassette, but was told by another employee the cassette had no fluid on it. The cassette has been discarded. It is unknown when the fluid became visible or from where it originated. The technician is unsure if the fluid was associated with a patient's treatment or not. The technician did check the facility patients who had treatments over the past few days and none of them had reported any harm or interventions. The cycler is available to be returned for an investigation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Although a sample return kit was sent, the device was reported to be not available, and no sample was returned to the manufacturer. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.